Manufacturer narrative:
The patient was also treated with medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted into the lad. Approximately 1 year post index procedure, the patient suffered non-stemi (mi) in the lad. This was treated with target vessel revascularization of the lad. The investigator assessed the event as not related to the index device or anti-platelet medication. Sponsor assessed the revascularization as a tvr.

Manufacturer narrative:
Additional information: the patient had a family history of cvd/cad. Cec adjudicated non-q wave mi (vessel unknown) mdt extended historical spontaneous. Tvr-percutaneous intervention not involving tl - not clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated tvr-percutaneous intervention not involving tl as clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient recovered. If information is provided in the future, a supplemental report will be issued.